Event description:
It was reported the device was used during lap chole. It was reported the 511s cracked at the diaphragm. It happened immediately upon insertion of the camera causing a loss of pneumo. The case was completed with this trocar. There was no consequence to the pt.